Event description:
Boston scientific received information that in the weeks following the device changeout the right ventricular (rv) lead noted varied shock impedance measurements from 50 to greater than 200 ohms. After approximately three weeks, the shock impedance measurements stabilized within the appropriate range. Isometric testing was performed and all measurements were appropriate. As a result, the physician elected to continue to follow the patient appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).